Event description:
It was reported that during a lap adjustable gastric band, when removing the tubing from the abdomen the one-way check valve pop off. The one-way valve was found in the fascia. The case was completed with no pt consequence.

Manufacturer narrative:
Date sent: 5/27/2009. Information anticipated, but unavailable at this time.